Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incidence was 400 mg/dl and current value was 400 mg/dl. Customer also reported insulin flow block alarm and bent cannula. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege insulin pump under delivery of insulin. The customer experienced symptoms such as nausea and dizziness. The customer was treated with insulin pump and shot. The device will not be returned for analysis.